Event description:
It was reported that the patient was implanted a primary anatomical shoulder (as inverse humeral cup, standard) on (B)(6), 2014. On the post-op photo, it appeared that the humeral head was loosened from the stem. Due to this, the patient was revised on (B)(6), 2014. We are waiting for additional information.

Manufacturer narrative:
The manufacturer did not receive device, x-rays or other source documents for review. As no lot number was provided for the device, the device history records could not be reviewed. A cause for this specific event cannot be ascertained form the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer's reference number of this file is (B)(4).